Event description:
Report received via written correspondence of a tubing disconnect from the extension set stopcock. It was reported that during a delivery, it was noted "the complete extension set was filled with blood and there was quite a bit of blood lost." It was then noted that the primary tubing set had become disconnected from the extension set.